Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. Additional information: DHR (device history review) completed for lot # 105c46. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4: batch # 980a18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing knob broken off, returned inside a plastic bag, and a reload present. The reload was received with the swing tab in the unlocked position with the left gripping surface broken off and returned inside a plastic bag making the reload nonfunctional. The reload had the proximal 1 driver up with the staples protruding, and the remaining drivers down with staples present. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are pressed against each other when the latch is been close damage to the knob could occur. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. The swing tab in the unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 980a18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. D4: batch # unk. D10: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 07/31/2027. Mfg date: 08/17/2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot # 105c46. When the DHR is completed, a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device was damaged while firing. There was no surgical delay. The procedure was completed successfully. There were no patient consequences.